Event description:
The customer reported that the plastic on the tip of the scope is broken, on the flex 3d deflectable videoscope. The reported allegation occurred during reprocessing and the cause is unknown. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.